Event description:
The physician reported that the subject lead dislodged soon after implantation as evidenced by high atrial threshold measurements and by x-ray inspection. A re-intervention was performed and an active fixation pacing lead was implanted instead, which corrected the issue. It was indicated that before the implant procedure relative to the subject lead it was considered that the patient would have possibly no right atrial appendage from her past cardiac surgery. The petite lead was chosen by the physician as he thought a tined lead would be implantable.